Event description:
The consumer was allegedly able to fall out of bed while it was in the lowest position and broke her left hip.

Manufacturer narrative:
Consumer reportedly fell out of the bed and allegedly broke their hip. MFR contacted the facility. The facility indicated that a nurse ordered the incorrect rails for the pt. It's the facility position that the order was incorrectly written by the nurse. No malfunction apparent. MDR filed based on alleged injury.